Event description:
It was reported that the patient presented remotely via merlin.net.upon review of the transmission, it was noted that the atrial lead exhibited noise oversensing, resulting in an inappropriate automatic mode switch (ams) and pacing inhibition. Additionally, low pacing impedance was observed, which may be indicative of insulation damage. Intermittent inhibition may also occur due to the device sensing the noise. No intervention was performed. The patient was in stable condition.